Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer reported blood glucose level was above 250 mg/dl, which was addressed with a correction bolus via the pump. Tandem technical support educated the customer on fill estimate calculations and recommended the customer to use room temperature insulin per labeling instructions. The customer declined to reload the cartridge. Tandem technical support confirmed that follow-up would be made to the customer to ensure the customer was no longer encountering fill estimate issues. Although requested, no further information was provided on the reported event.